Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be provided in a follow-up report.

Event description:
It was reported that the unit shut down when transferring a patient onto an x-ray bed. There was no patient injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
For the investigation the device was tested on site and the logfile was analysed at the manufacturer. On the date of event, (B)(6) 2020, the device was not put in operation. Between (B)(6) the logfile does not contain any technical failures. Several entries are showing, that the device was switched off or switched into standby by the user. The service engineer on site found some parts to be physically damaged, however there was no indication found in the logs that this affected the ventilation. In case of failure of the ventilation, carina will give visual and audible alarms which would be saved in the logfiles. In case the ventilator shuts down caused for example by a power supply failure an audible alarm will sound and an emergency breathing valve will open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device was repaired by exchanging the affected parts.